Event description:
Non-inflation. Customer reported that they placed the implant, however, it did not integrate so it had to be removed.

Event description:
Non-inflation. Customer reported that they placed the implant, however, it did not integrate so it had to be removed.